Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis levels implant: t12 it was reported that intra-op, while performing pedicle approach to the left of t12 of the patient and trying to enter the bone access needle using bone access needle, it pricked the tip of the left forefinger of the surgeon and the surgeon doctor got injured. The product did not contact with the patient. No patient complications were reported as a result of the event.